Manufacturer narrative:
Information identified in the manufacture's data base indicated the patient died approximately six days post explant of the system. Cause of death and circumstances surrounding the death have been requested and not received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The initial report of infection was received on (B)(4) 2011 and is normally submitted via an alternative summary reporting (asr) on (B)(4) 2011 for the device and lead 5076. The lead 6947 was reported via a timely individual MDR on (B)(4) 2011. Information was subsequently identified on (B)(4) 2011 that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this device and 5076 no longer qualifies for asr and is therefore being submitted as a 30-day report in addition there will be a supplemental report for the 6947. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. It was noted the proximal conductor blood/body fluid (not obstructed), the outer insulation was breached cut and had cosmetic depression, there was blood in/on helix, and there was apparent explant damage. (B)(4): the full lead was returned and analyzed and no anomalies were found. It was noted that the defibrillator conductor was distorted, there was blood/body fluid in the outer tubing overlay, the inner tubing was kinked/buckled, and the outer tubing overlay was melted and had cosmetic environmental stress cracking. Also noted was the exposed defibrillation coil had a white substance, the outer insulation had cosmetic depression, there was tissue on the helix and apparent explant damage. (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Information identified in the manufacture's data base indicated the patient died approximately six days post explant of the system. Cause of death and circumstances surrounding the death have been requested and not received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The initial report of infection was received on (B)(4) 2011 and is normally submitted via an alternative summary reporting (asr) on (B)(4) 2011 for the device and lead 5076. The lead 6947 was reported via a timely individual MDR on (B)(4) 2011. Information was subsequently identified on (B)(4) 2011 that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this device and 5076 no longer qualifies for asr and is therefore being submitted as a 30-day report in addition there will be a supplemental report for the 6947. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Infection was reported. The right ventricular lead had a two centimeter vegetation growing on it. The organism was (B)(6). The lead was removed and has not been replaced thus far. No further patient complications have been reported as a result of this event.

Event description:
Infection was reported. The right ventricular lead had a two centimeter vegetation growing on it. The organism was (B)(6). The lead was removed and has not been replaced thus far. No further patient complications have been reported as a result of this event. It was reported that the patient had developed an infection. The right ventricular lead had a two centimeter vegetation growth. The organism was (B)(6). The system was removed. Information identified in the manufacture's data base indicated the patient died approximately six days post explant of the system. Cause of death and circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.